Event description:
The account generated elevated axsym troponin-I adv results on a patient with normal ckmb results and no evidence of a myocardial infarction with the EKG test. Additional testing with one of the elevated axsym troponin-I adv specimens was architect troponin 0.0 (specific assay not provided and no units of measurement provided) and beckman access <0.6 (no reference range or units of measurement provided). The specimens were collected in green lithium heparin separator tubes. The abbott controls and biorad cardiac controls were within expected ranges. The patient diagnosis is acoustic neuroma and type 2 diabetes. The patient was at the hospital to have surgery to remove the neuroma. After surgery the patient had an abnormal ECG with right bundle branch block. Then, the cardiac enzymes were ordered. The patient had hypoxia prior to and after surgery and was sent to micu after surgery. Additionally, the patient had an echo test which was normal. Due to the elevated axsym troponin-I adv results, the patient was given lovenox, plavix and aspirin. At the time of discharge, the patient had a prescription for metoprolol and percocet. Patient data: (no units of measurement provided) in 2008. Axsym troponin-I adv = 30.9 (elevated is >0.4) ckmb = 2.8 (elevated is >5.0). Ckmb relative index = 2.5% (elevated is >3.0%). The following day, axsym troponin-I adv = 25.42 (elevated is >0.4). Axsym troponin-I adv = >22.78 (elevated is >0.4, second specimen, no dilution performed). Ckmb = 3.1 (elevated is >5.0, second specimen). Ckmb relative index = 1.1% (elevated is >3.0%, second specimen). Architect troponin = 0.0. The next day, axsym troponin-I adv = 11.2 (elevated is >0.4). Ckmb = 1.8 (elevated is >5.0). Ckmb relative index = 0.8% (elevated is >3.0%) . Beckman access troponin = <0.6.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. Due to the elevated axsym troponin-I adv results, the patient was given lovenox, plavix and aspirin. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
To investigate the account's concern, the investigation team reviewed complaint reports received to-date. The investigation team did not identify an increase in the number of complaints related to the account's issue that would suggest a potential problem with axsym troponin-I adv assay. Then a review was performed of the manufacturing records for the lot of material the account used and also found no related issues. In addition, the physician's desk reference information regarding the patient's medications was also reviewed. No indication was found of laboratory test/drug interaction between any of the drugs (levenox, plavix, aspirin, metoprolol, percocet) and cardiac assays. The investigation team received the customer returned patient specimens for investigation. To determine if an interfering factor might be interacting with axsym troponin-I adv assay, serial dilutions were made and tested using materials (including reagent lot 67320m100) stored at abbott laboratory facility. Below are the results the investigation team obtained: patient specimen1 results in ng/ml: neat, undiluted: >22.78; 1:2 dilution (corrected): 19.44; 1:4 dilution (corrected): 33.88; 1:8 dilution (corrected): 16.72. Patient specimen 2 results in ng/ml: neat, undiluted: >22.78; 1:2 dilution (corrected) 16.12; 1:4 dilution (corrected): 27.56; 1:8 dilution (corrected): 17.60. The investigation team then treated both patient specimens with a heterophilic blocking tube (hbt) reagent to determine if the interfering substance (if there are any) contains heterophilic antibodies. The investigation team obtained the following results: patient specimen 1: after treatment with hbt: >22.78 ng/ml; patient specimen 2: after treatment with hbt: >22.78 ng/ml. The serial dilution values were non-linear which is characteristic of the presence of an interfering factor. However, because both the troponin-I concentrations of the hbt-treated patient specimens did not change when compared to the concentration of the neat, undiluted (untreated) patient specimens, it is possible that the interfering substance may be due to factors other than heterophilic antibodies. Please note that the assay package insert (revision) states in the limitations of procedure section that cardiac troponin-I levels can be increased in any condition resulting in cardiac cell damage. For mi diagnostic purposes, the axsym troponin-I adv results should be used in conjunction with other information such as cardiac marker results (e.g., ck-mb and/or myoglobin), ECG, clinical observations and symptoms, etc. From this testing data and quality records review, it is concluded that the axsym troponin-I adv assay is performing acceptably. This is a final report.